Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump also passed basic occlusion test and displacement test. The insulin pump minor scratches on the lcd window, broken belt clip slot, battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The insulin pump alarmed motor error during normal basal use. The customer kept replacing the infusion sets because he thought there was a blockage on the tubing. He would hear a clicking sound and soon after he received a no delivery alarm. Customer's blood glucose level was 460 mg/dl. He treated his high blood glucose level with the insulin pump. He accidentally took too much insulin and his blood glucose level dropped to 27 mg/dl. The customer treated his low blood glucose level with food. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.